Manufacturer narrative:
The customer did not provide any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na), potassium (k), and chloride (cl) on a cobas 6000 c501 module. The initial na result was 197 mmol/l. The repeat result was 141 mmol/l. The initial k result was 5.36 mmol/l. The repeat result was 3.64 mmol/l. The initial cl result was 64.3 mmol/l. The repeat result was 100.5 mmol/l.